Manufacturer narrative:
Patient information not available for reporting. Date the holding sleeve tip broke off is not known. 510k: this report is for an unknown matrix holding sleeve. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Customer quality (cq) engineering investigation: visual inspection of the returned screw revealed that there was a fragment from the tip of the unknown holding sleeve stuck inside the head of the screw that was not allowing distractor tip to be threaded during operation. Most probably the holding sleeve was broken into the returned screw during some previous surgery. The returned matrix screw itself does not show any kind of damage. This complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as only the fragment of the unknown matrix holding sleeve that was stuck in the screw head was received at cq location. The rest of the body of this unknown matrix holding sleeve was not returned with the complaint. -the DHR review and drawing review could not be performed as the part number and lot number of the device is unknown. -the visual inspection of the matrix holding sleeve could not be performed due to rest of the body of holding sleeve (other than the fragment) being not returned. The stuck fragment could not be removed from the screw head. Concomitant devices, distractor tip for matrix detachable holding sleeve (part # 03.632.083, lot # 6704322, quantity # 1), 6.0mm titanium (ti)matrix screw 50mm thread length (part # 04.639.650, lot # unknown, quantity # 1), do not show any signs of damage that would interfere with their functionality. As complaint suggests, during operation the returned distractor tip properly functioned when employed with another matrix screw. Hence, no further investigation will be performed for the concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l4-5 transforaminal lumbar interbody fusion (tlif) case using matrix on (B)(6) 2017, there was difficulty while preparing to load a 6.0mm titanium (ti) matrix screw 50mm thread length onto a distractor tip for matrix detachable holding sleeve (inserter). The screw began loading at an awkward angle so the scrub tech took the bone screw off the inserter and noticed the threads inside the bone screw to be mangled. The mangled threads in the bone screw head would not allow the scrub tech to properly insert the screw, so she was told to set that screw aside and use a new one. The new screw loaded properly on the distractor tip for matrix (inserter) and was successfully inserted into the patient. No surgical delay. The procedure was completed successfully and without patient harm. Patient outcome is good. Visual inspection of the returned device revealed there is a fragment from the tip of a holding sleeve stuck inside the head of the screw that was not allowing distractor tip to be threaded during operation. It is presumed to have broken in a previous surgery. The returned holding sleeve has no issues. Concomitant devices reported: distractor tip for matrix detachable holding sleeve (part 03.632.083, lot 6704322, quantity 1), 6.0mm titanium (ti)matrix screw 50mm thread length (part 04.639.650, lot unknown, quantity 1), this report is for one (1) unknown matrix holding sleeve. This is report 1 of 1 for (B)(4).